Event description:
On (B)(6) 2012, the following info was provided to cook by the medical facility: the cutting wire of the sphincterotome ruptured during sphincterotomy. On the same day, cook also received a report from the french competent authority regarding the same occurrence. The report included the following info: circumstances of occurrence and description of facts: during the procedure, the cutting wire broke between 2 diverticulum while performing a sphincterotomy. Clinical consequences detected: puncture leading to an extended procedure for the pt who presents an intradiverticular papilla. Add'l info was requested from the medical facility at that time. On (B)(6) 2012, the following info was able to be obtained by the cook area rep: during the procedure, the cutting wire of the sphincterotome ruptured during the sphincterotomy between two diverticulas. Perforation occurred creating a longer procedure for the pt who presented with an intra diverticular papillae. No section of the device remained inside the pt's body. The pt required reanimation services and more days in hospitalization. When asked if the pt experienced adverse effects due to this occurrence, the answer provided is "diverticula perforation". Clarification on exactly what "reanimation services" include was requested on several occasions but add'l info was not provided.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. A separated and/or broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire separation and/or breakage can occur if the handle is manipulated with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire separation and/or breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit MFR's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and add'l pressure is applied, this could have contributed to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Perforation is listed in the instructions for use as a potential complication associated with ercp (endoscopic retrograde cholangiopancreatography). Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.